Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Return requested. Replacement camera shipped to site 01/15/2016. Medtronic investigation of returned suspect device finds that the cosmetic condition of unit is found to be fair. Ran aak test for accuracy which completed with a passing value of .29mm. Due to cosmetics, this unit will be retired, not used for refurbished material. No fault found. 01/15/2016 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. No further issues have been reported.

Event description:
A medtronic representative reported that a navigation system camera failed an accuracy test. No further details regarding the issue were provided. This was not discovered clinically. There was no patient present when this issue was identified.